Event description:
It was reported that patient presented in clinic for a routine follow up when an alert for non-sustained lead noise episode due to myopotential oversensing was observed. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.